Manufacturer narrative:
Correction: b4: the correct date of this report in the initial report is march 09, 2023; not march 29, 2023, as previously reported. Device analysis report attached. This report is submitted on may 03, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to the patient needing MRI. The patient was reimplanted with another cochlear device during the same surgery.